Event description:
I submitted my recall request for my system one CPAP problem with philips. It has now been nearly 22 months and I have not had this system replaced. I call philips about every 3 months and am told they will call me back, but no one ever does. How do I file a complaint with the FDA about the non-response from phillips? It used to be the customer service agent could see my record--and would say in just a few months, or let me put you on the priority list. Now, they can't see my record and they just take my info and pass it to another department. No one ever calls back. Basically, they are not responding. My confirmation number for the recall request was (B)(6). System one ref 460p, sn (B)(4). Please help. (B)(6) 2021, philips CPAP recall.